Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead returned in one piece. Visual inspection found two internal insulation abrasion breaching the ring electrode and right ventricular cable lumens. Further analysis found multiple external insulation abrasion breaching the right ventricular and ring electrode cable lumens at the distal region. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.